Event description:
A pt treated in 2008 for cosmetic wrinkles using the portrait psr3 complained a week after the procedure that she was dissatisfied with the procedure, and that the provider had not treated the area of the upper lip. The pt recently notified rhytec that she had mohs surgery four months later to remove a basal cell carcinoma. Pictures provided by the pt show the area of the mohs surgery abutting the upper right lip. The portrait psr3 is indicated to treat wrinkles and actinic keratosis. The pt was treated for wrinkles; the provider was not treating a precancerous lesion.